Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, exposing wires and causing the check belt messages. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt rec'd a replacement electrode belt.